Event description:
Baxter reported one incident of a pt experiencing a suspected air embolism during the use of a psn 140 dialyzer. It was reported that the pt experienced "uneasiness and dyspnea" during treatment. It was reported that the treatment was stopped "for a while" and the pt was given oxygen (route and dose unknown). The dialyzer and blood tubing were changed and treatment was continued on the same machine and completed without incident. It was reported that no hospitalization was required and the pt has recovered.